Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient was vomiting and was nausea. When the patient arrived at the emergency room (ER) they had blood glucose levels of 544 mg/dl. The pod was removed at the ER. The patient was treated with intravenous therapy with fluids along with manual injections of insulin.